Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was on the customer's lap and when the customer stood up, the pump dropped, disconnecting the luer lock connection. The customer reported a blood glucose (bg) level of 60 mg/dl and the bg level was addressed by the customer consuming orange juice. Reportedly, the customer was working with a healthcare provider to adjust the overnight settings. Insulin delivery was resumed.